Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the display screen was dim and discolored. The audio bolus button cover was damaged, but the button was still responsive. Contamination was found on the button contact. Unrelated to these issues, the keypad was detached from the pump. All of the keypad buttons were still normally responsive and no contamination was found on the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the audio bolus button contact had contamination present. This report is made based on results of investigation completed on (B)(4) 2015.